Event description:
The customer reported the system is not booting up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the ps1 and ps2 power supplies. System operates as intended. (B) (4)